Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 28x3.00 promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation after the stent protector was removed, the stent was no longer crimped on the balloon. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues with the stent. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. As part of the analysis, a review of the manufacturing data for the stent profile was performed and no anomalies were noted. The tip was visually and microscopically examined and no damage was noted. The balloon wings were tightly wrapped and evenly folded and did not appear to have been subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the full length of the catheter. A visual and tactile examination of the inner and outer lumen and mid-shaft section found a kink in the inner/outer polymer extrusion 127 mm distal from the port bond. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. A 28x3.00 promus premier¿ drug-eluting stent was selected for use to treat the lesion. However, during preparation after the stent protector was removed, the stent was no longer crimped on the balloon. The device was not used and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.